Event description:
Sorin group received a report tha during a procedure, the s3 roller pump stopped. No alarms were noticed by the clinician. The clinician hand cranked the pump to maintain adequate flow until the pump was power cycled. After power cycling, the pump worked properly with no further issues for the remainder of the case. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure, the s3 roller pump stopped. No alarms were notified by the clinician. The clinician hand cranked the pump to maintain adequate flow until the pump was power cycled. After power cycling, the pump worked properly with no further issues for the remainder of the case. There was no pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.